Manufacturer narrative:
(B)(6). The device was manufactured february 1, 2018 - february 3, 2018. The device was received for evaluation. Visual inspection via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was identified to be untightened blue winged luer cap. Functional leak testing was performed. The blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with green-colored water and monitored for 24 hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. Fluid was observed leaking from the blue connector during mixing. This was discovered before treatment had begun. The device was connected to the patient, and was replaced with a new unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.